Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-01127 and 3005099803-2011-01128 address the other devices. It was reported to boston scientific corporation that three rotatable oval snares were used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, none of the snares would deliver energy. The procedure was completed with a fourth rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found no issues, and the unit extended and retracted according to specifications. A resistance test was performed and the unit passed (device read at 11.09 ohms). The condition of the returned device was not consistent with the complaint of "no power distribution"; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-01127 and 3005099803-2011-01128 address the other devices. It was reported to boston scientific corporation that three rotatable oval snares were used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, none of the snares would deliver energy. The procedure was completed with a fourth rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.